Event description:
Discordant, falsely elevated calcium (ca) results were obtained on four patient samples on a dimension xpand plus with hm instrument. It is unknown if the discordant results were reported to the physician(s). The samples were repeated in an alternate laboratory using an unknown methodology, resulting lower than the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium results.

Manufacturer narrative:
The customer contacted a customer care center (ccc) specialist. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and discovered that the quality controls were unchanged. After troubleshooting over several visits, the cse replaced the sample drains and the source lamp. The cse along with the technical application specialist recalibrated the calcium assay and ran patient correlations, quality controls and precision testing, all of which were acceptable. The cse determined that the cause of the discordant, falsely elevated calcium results on four patient samples was related to a calibration preparation issue. The instrument is performing according to specifications. No further evaluation of the device is required.